Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. A proximal portion was received measuring 12 cm. A medial portion was received measuring 12 cm. A distal portion was received measuring 12 cm. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead high voltage superior vena cava (svc) coil impedance jumped to greater than 200 ohms. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.